Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge popped off of the pump at unexpected times. Reportedly, the customer was able to snap the cartridge into place. However, the cartridge would disconnect from the pump. There was no visible damage to the pump or cartridges. The customer's blood glucose (bg) level was 375 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.